Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt and disengage. The surgeon was able to remove the device and complete the procedure. The hosp has reported no pt injury occurred.